Event description:
It was reported that during a rotational atherectomy procedure, the wire fractured. A 1.5mm burr was run along the wire during set up when the fracture occurred. Continuous flushing was carried out during set up. The event occurred during platforming and the wire was not in contact with the pt. No pt injury or complications were reported.